Manufacturer narrative:
(B)(4). Investigation summary: an empty labeled winding former and a needle-suture of product code sxpp1a404 were returned for analysis. During the visual inspection of the opened sample, no mismatch in the quantity was found since the quantity required for the product code sxpp1a404 is of one strand per packet. In addition, the needle-suture was examined and slightly marks on the body of the needle that appears to be by use of surgical instruments was noted. Body fluids on the barbs were observed and the sides of the fixation tab were broken. The manufacturing records couldn't be reviewed as the batch number is unknown. According to the sample, no assembly missing component / incorrect quantity was found.

Event description:
It was reported that a patient underwent a caesarean section on (B)(6) 2019 and a barbed suture was used. During the procedure, the suture was pulled out from the tissue with no resistance during continuous suturing on the fascia, and it was found that there had been no fixation tab. Upon evaluation of the returned sample, the sides of the fixation tab were broken. There were no adverse consequences to the patient. No additional information was provided.